Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer could not program a bolus on their insulin pump due to a button error. The customers blood glucose level was reported at 297 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.